Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Additionally, it was reported that the pump battery was depleting quickly. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond.